Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins kept shutting off on its own, about 4 times per day. This happened when they got up to walk and when they sat down working. The patient couldn't feel stimulation and would go to check the programmer and it showed that stimulation dropped to zero. The patient wanted their device checked. No further complications reported.